Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an alarm 20 occurred during inulin delivery. The customer attempted to change the cartridge and subsequently, another alarm 20 occurred. The customer's blood glucose level ranged from 270-271 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.